Event description:
It was reported the patient is experiencing communication issues between his charging system and scs ipg due to the ipg flipping inside of the pocket site. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.